Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the coating on the connecting tube of the tracheal intubation fiberscope was peeling. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling connecting tube of the tracheal intubation fiberscope was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.